Event description:
An original gore device was implanted in this pt in 2003, and a re-intervention with another gore device was done after three years. These interventions have been previously reported on in medwatch #2953161-2006-00012. In 2006, a computed tomography angiography showed sac enlargement of ~5 mm. A year later, the pt presented with lower back pain. A cta revealed a left distal type I endoleak. A third gore contralateral leg component was implanted, intentionally covering the left internal iliac artery. A post-deployment angiogram showed that the type I endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been requested. Please note: attached list of additional devices implanted in this pt. Pxc141200/04042117.